Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 38 mg/dl. The customer¿s current blood glucose level was 150 mg/dl. The customer stated that they ate a sweet cake and a few min later the customer was passed out. The customer was treated with sugar and sweet drink. The customer stated that drive support cap was flush. Advised customer to follow their medically prescribed back up plan.the insulin pump will be returned for analysis.